Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative aleutian tlif ii straight inserter inner shaft fracture.

Manufacturer narrative:
Lot next (1): manufacture date (B)(6) 2021, device returned (B)(6) 2023.

Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative aleutian tlif ii straight inserter inner shaft fracture.